Event description:
It was reported that the patient heard beeping since saturday ((B)(6) 2015). The patient stated she was out of drug and needed to get her pump refilled. It was unclear at that time if the patient reported a critical or non-critical alarm. The patient was "starting to have symptoms," and may be experiencing withdrawal symptoms, but no specific symptoms were reported. The patient would be having magnetic resonance imaging (MRI) the following day. It was later noted that the critical alarm sounded on (B)(6) 2015 due to a low reservoir. The patient went in for a pump refill on (B)(6) 2015, and was receiving effective therapy. The pump system was being used to infuse dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).